Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly. No additional information will be forthcoming.

Manufacturer narrative:
(B)(4). Please note that this event was previously reported via manufacturing report number 9616099-2016-00323. However, additional reports cannot be submitted via the previous number as the complaint handling database is no longer available. As reported, at an unspecified time after an optease vena cava filter was implanted, the filter subsequently malfunctioned and caused injury and damages to patient including, but not limited to, filter embedded in wall of the inferior vena cava (ivc) and unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. In (B)(6) 2012, the optease was implanted. Per the operative notes: the procedure was explained in detail to the patient. Risks, complications and alternative treatments were reviewed. Written consent was obtained, the indication for placement is recent hemorrhagic stroke, and lower extremity deep vein thrombosis (dvt). Access retro right common femoral vein (rcfv) with catheter to the central ivc. An optease filter was placed without difficulty after ivc imaging confirmed position of the renal veins at the level of ll-l2. The ivc filter was placed at the level of l2 to be below the renal veins. The patient is experiencing pain and discomfort from the ivc filter being embedded in his inferior vena cava. The filter cannot be removed due to it being embedded in the ivc. Thus, the patient constantly worries about additional injuries from the ivc filter. Patient still has the ivc filter implanted due to it being embedded. He is still experiencing pain, discomfort and mental anguish. In addition, the patient will continue to suffer significant medical expenses, pain and suffering, and other damages. The filter is not available for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter retrieval difficulty and embedded in vena cava wall could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, for up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Pain and anguish do not represent a device malfunction and were not able to be confirmed with the available information. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, after an unspecified period of time when an optease vena cava filter was implanted, the filter subsequently malfunctioned and caused injury and damages to plaintiff including, but not limited to, filter embedded in wall of the ivc and unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. The patient is experiencing pain and discomfort from the ivc filter being embedded in his inferior vena cava. The filter cannot be removed due to it being embedded in the ivc. As a result the patient constantly worries about additional injuries from the ivc filter. Patient still has the ivc filter implanted due to it being embedded. He is still experiencing pain, discomfort and mental anguish. In addition the patient will continue to suffer significant medical expenses, pain and suffering, and other damages.